Event description:
It was reported that catheter entrapment occurred. The 85% stenosed, 32mm in length, 2.5mm in diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), after the imaging catheter entered the lad, it was noted that the tip of the device kinked after reaching the lesion. Afterwhich, the catheter could not be retrieved. The procedure was completed with different device of the same model. No patient complications were reported.

Manufacturer narrative:
The reported initial reported phone number is (B)(6). The correct batch lot is 0022393096. Device evaluated by MFR.: the device was returned for evaluation. A kink in the tip assembly from the femoral marker to the distal end was noted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed, 32mm in length, 2.5mm in diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), after the imaging catheter entered the lad, it was noted that the tip of the device kinked after reaching the lesion. After which, the catheter could not be retrieved. The procedure was completed with different device of the same model. No patient complications were reported.